Event description:
It was reported that there was a leak in the cartridge, and customer then received an occlusion alarm. Customer's blood glucose level was impacted.

Manufacturer narrative:
The device has not yet been received for eval. Should additional info be received a supplemental form will be completed.